Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to patient dissatisfaction, buckling of the right cylinder and pain in no specific area. Further information was requested and not yet received.